Manufacturer narrative:
B3. Date of event: actual event date was unknown, first day of bsc aware month was selected.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with mechanical issues with the pump and experienced an st segment elevation. The aus was explanted and replaced. No additional patient complications reported.

Manufacturer narrative:
B3. Date of event: actual event date was unknown, first day of bsc aware month was selected. D4. Concomitant product UDI for pump is (B)(4) and for balloon is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with mechanical issues with the pump and experienced incontinence. The aus was explanted and replaced. No additional patient complications reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with mechanical issues with the pump and experienced incontinence. The aus was explanted and replaced. No additional patient complications reported.

Manufacturer narrative:
B3. Date of event: actual event date was unknown, first day of bsc aware month was selected.